Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was hurting and was not certain about the settings of their device. The patient mentioned that it is ¿not even good for him or working for him.¿ it was reported that the patient was feeling pain where the ins is and feels the muscles ¿pulling¿ near the ins and it runs down the leg. The patient confirmed that they were referring to the stimulation sensation. It was noted that the patient was in jail and they think the pain is from laying on the bunk during their time their. The patient stated that they would normally walk off the pain but they haven¿t been able to as effectively since they went to jail. No further complications are anticipated.